Event description:
Reporter indicated a vns patient presented with excessive drooling. The patient's mother stated the patient had a stroke as a result of brain surgery. After the stroke, the patient began to have drooling issues. The drooling got better, but did not resolve with setting adjustments. A fluoroscopy determined the patient would aspirate liquids and is now having to "thicken" the patient's fluid intake. Device diagnostics are within normal limits.